Event description:
It was reported the brakes were not functioning to specification due to split brake cams. It was further reported the brake cam upgrade has not been completed.

Manufacturer narrative:
Na